Event description:
It was reported that a novum iq large volume pump over infused during infusion. The pump was programmed to infuse 50ml of an unspecified medication at 25ml/hour; however, it was observed that the bottle medication was empty after one hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, a flow accuracy test was performed with passing results. The pump was able to successfully infuse with no issues noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No corrective action is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (add code), h11. H11: a review of the event history log was performed which identified different infusions; however, the exact infusion could not be identified as the event date was not reported. A review of the infusions did not identify any excessive alarms or programming errors. Should additional relevant information become available, a supplemental report will be submitted.